Manufacturer narrative:
Due to lack of identification of samples ( there is no lot number in the report), the evaluation cannot be performed.

Event description:
It takes about 5 minutes to deliver the entire dose of insulin.